Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. The customer¿s blood glucose was 255(mg/dl).